Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as a closure of the left and right common femoral artery using the pre-close technique via 6f sheath holes prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, in the first access site, the first device was successfully pre-placed. With the second device, the foot did not fully close. Resistance was met while attempting to remove the device. The lever was manipulated, however, it took additional force to remove the device from the patient anatomy. Although it was unknown at the time, vessel damage occurred causing heavy bleeding. A third device was successfully pre-placed. Post-procedure, the sutures from the first and third devices were advanced to the vessel wall and tightened, but were unable to achieve hemostasis. A cutdown was performed to treat the vessel damage, stop the bleeding and to achieve hemostasis. In the second access site, the first device was successfully pre-placed. With the second device, the foot did not fully close. Resistance was met while attempting to remove the device. The lever was manipulated, however, it took additional force to remove the device from the patient anatomy. Although it was unknown at the time, vessel damage occurred causing heavy bleeding. A third device was attempted, however, the foot also would not close and the device required additional force to remove. A fourth device was successfully pre-placed. Post-procedure, the sutures from the first and fourth devices were advanced to the vessel wall and tightened, but were unable to achieve hemostasis. A cutdown was performed to treat the vessel damage, stop the bleeding and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. It was reported that the device was removed from the patient with the foot open (force). It should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. Based on the information provided, the cause of the reported difficulty and the subsequent treatments are related to the circumstances of the procedure. In this case, it is likely the foot caught tissue, suture, or was in the access site, preventing the foot from closing. The vessel damage would be due to the removal of the device with the foot open. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 device returning status updated from yes to no.